Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon did not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system (B)(4). The device was returned to the factory for evaluation. The short port btt balloon was not returned. Only the hemopro 2 harvesting tool was returned. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Traces of tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode "inflation issue" but was confirmed for the analyzed failure "bent wire". The DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the inflation tube or the balloon inflation port.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon did not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon did not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon did not inflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Corrected: describe event or problem, evaluation codes, additional MFR narrative. (B)(4). Investigation corrected. The device was returned to the factory for evaluation. The short port btt balloon was not returned. Only the hemopro 2 harvesting tool was returned.. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Traces of tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode "inflation issue" but was confirmed for the reported failure mode "bent wire" .the DHR record review shows that the device lot conformed to all specifications and passed a leak test prior to release. Tooling used to assemble the device does not include any object that can cause a puncture in the inflation tube or the balloon inflation port. Specific actions for the confirmed reported mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon did not inflate and the heater wire was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.